Event description:
It was reported that a malfunction alarm with code malf 0 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the issue did not recur, allowing the customer to continue using the pump. The customer was advised to contact support again if the malfunction happens in the future.